Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver failed to charge and reboot. The receiver functional testing and log cannot be downloaded since unit does not turn on. The receiver case was opened for an internal visual inspection and it passed. The battery was found to be defective, but no overheating found during troubleshooting. The reported event of an overheating or shocking device was not confirmed. A root cause could not be determined.